Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Device expiration date: unknown. Evice manufacture date: unknown. Investigation summary: bd¿was unable to¿perform a thorough investigation as no sample, lot, or batch number were provided. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly.¿our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that an unknown number of bd nexiva" closed IV catheter systems 20 ga 1.00 in (dual port w/cap) experienced leakage at the septum. The following information was provided by the initial reporter: q syte had leaked during power injection from the access part of the q syte (rather than popping off). One of the radiographers has requested that they not be used due to leaking. I really believe it may be user related. The customer mentioned 4 radiographers have since spoken to her about the nexiva leaking during contrast pressure injection. The customer said at least one q syte connector has popped off the side port of the dual port nexiva during pressure injection. The total quantity and lot number of the complaint is unknown at this stage - I've entered 1 at this stage until I find out more information.